Event description:
It was reported that post a stenting treatment procedure, complications occurred. A 3.0x16mm taxus express2 stent was deployed in the right coronary artery (rca). It was reported that a year and a half later, the patient had a myocardial infarction due to a clot and had a non-bsc stent placed. It was also reported that there was damage to the femoral nerve during the index procedure. It was also noted that the patient has "painful bruises." The patient is on plavix and blood thinners.

Manufacturer narrative:
Device is a combination product. Event date: a year and a half after (B)(6) 2004. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).